Event description:
Medtronic received a report that distal embolization within the same vascular territory was noted during the thrombectomy procedure. Nihss performed 24 hours post procedure was noted to be 6. The patient¿s baseline nihss score was18. Imaging performed 24 hours post thrombectomy procedure showed contrast media extravasation in the right frontoparietal sulci subarachnoid hemorrhage. Patient medical history includes hyperlipidemia, myocardial infarction, myocardial or coronary artery disease, and peripheral artery disease. Additional information received reported that there was no known impact related to the patient related to the adverse event. No further information about the solitaire device was known. Additional information received reported that the outcome status was recovered/resolved on (B)(6) 2021. It was noted that the distal embolization within the same vascular territory occurred after the second pass. The rationale for relating the adverse event to the system or procedure was a probably fragmentation of the thrombus. The site related the catheter as not related while the device was probably related, and the procedure was a causal relationship. There was no additional medical intervention required to prevent permanent injury or impairment. Additional information was received indicating the core-lab reported the sah and evidence of perforation on the 24 hour post-procedure CT images were performed on 2021-jan-16. Additional information was received updating the sponsor assessment to causality assessment for medtronic ancillary device(s) used during the procedure phenom 21 now assessed as possibly related.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.